Event description:
Info received indicates the head hi/low function is slowly drifting down.

Manufacturer narrative:
The technician found the trend valve was stuck. He replaced the trend valve to repair the bed.